Event description:
The following information was reported: device jammed during deployment. Aborted deployment successfully and held manual pressure for less than 30 minutes with out any issue. Procedure: coronary, stick location: common femoral artery.

Manufacturer narrative:
The reported deployment jam on the returned device could not be confirmed because the device was never deployed. In order for the device to be jammed, the device needs to be deployed. The device was received with shuttle still engaged and the sealant in its manufacturing position. There was no evidence of blood on the sealant which likely indicates device was never inserted into a procedural sheath. Additional testing of the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4 mm from the balloon proximal tip. The review of the lhr (lot f1408707) indicated that the device lot met all established performance criteria prior to shipment. Based on the investigation performed, the reported deployment jam could not be confirmed.